Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the drainage catheter was placed for a perirectal abscess and it separated at the hub 6 days after placement. The catheter was removed and replaced with another of the same device. There was no reported harm to the patient.